Event description:
The user facility reported that the interventional cardiologist experienced wire perforation during a coronary procedure. Additional information was received on 21nov2023: the procedure performed was a circumflex percutaneous coronary intervention (pci). The doctor reported that while shaping the wire, he heard and felt a click during shaping of the wire tip.